Event description:
It was reported that there was a variation in the ventilation's peak pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that there was a variation in the ventilation's peak pressure. Identification of issue has been done by analyzing problem description and service report. The problem was solved by cleaning the following parts of the unit: inspiratory pipe, hoses and connections. The issue was decided to be reported as described peak airway pressure problem may lead to high pressure or insufficient ventilation. There was no patient harm. Unfortunately, the device's logs were not available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields g2 report source and h8 usage of the device was required. This is based on the internal evaluation. Previous report source: foreign, health professional, user facility, company representative. Corrected report source: foreign, distributor. Previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).